Event description:
A pt reported experiencing inaccurate low results wtih a meter. The pt's blood glucose results were 6.9 mmol/l versus 8.7 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.